Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic. An echocardiogram revealed that the patient had a pericardial effusion due to perforation from the right atrial lead. Pneumothorax was also noted. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.  The lead was otherwise normal.